Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent a replacement surgery in which the existing ambicor penile prosthesis (app) was removed and a new inflatable penile prosthesis (ipp) was implanted due to the app not working six months prior. During the procedure an aneurysm at penoscrotal junction was identified. No information was provided about the patient's outcome.